Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown vent failure. Complainant indicated that the clinician power cycled the device which then functioned without further issue. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported problem was verified and attributed to a defective smart pneumatic module board. The device's smart pneumatic module was replaced to remedy the problem. The device passed the final test procedure, was recertified, and returned to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis for reports of this type has not identified an increase in trend.